Event description:
A surgeon reported that the irrigation tubing was kinked on multiple occasions. As a result, irrigation was insufficient and led to some variations in the chamber during procedures. The cases were completed without patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).